Event description:
The customer reported to olympus, the colonovideoscope had blockage in channel system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white contamination was found in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light cover glasses had fluid evident. The light cover glasses adhesive was worn. The optical cover glass adhesive was worn. The outlet pipe had blockage evident. The distal end adhesive was lifting. The control body aspiration housing's colored ring was damage. The control body air/water housing's colored ring was damaged. The plug body production labels were damaged. There was angle play in the up/down direction. There was angle play in the left/right direction. Water flow was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was presumed to have been simethicone - however, the material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event may be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures states how to prevent the event. Olympus will continue to monitor field performance for this device.